Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was also reported that the pump touch screen was malfunctioning and became unresponsive. Customer¿s blood glucose level was 130 mg/dl. The customer will use multiple daily injections for insulin delivery. A replacement pump was sent to the customer to resolve the issue.